Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. Concomitantly the patient underwent a vaginal hysterectomy. It was reported that the patient continues to have dysuria, dyspareunia and urinary frequency as of (B)(6) 2011.(B)(4).

Manufacturer narrative:
: It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with a laparoscopic assisted vaginal hysterectomy. No additional information was provided.